Event description:
It was reported that during patient use, a ventilator generated an abnormal noise and the patient's oxygen (o2) level went down. Although the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.